Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595 - 2024 - 17045 (patient identifier (B)(6) ). Refer to this file for supplemental information related to this event.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.